Manufacturer narrative:
A verathon representative who was on-site at the customer's facility, attempted to duplicate the customer's reported issue using the reported device used in the procedure. The verathon representative who was on-site confirmed they were unable to duplicate the customer's original reported issue. At this time, the device is anticipated to be returned to verathon to be evaluated further. However, at the time of this report the device has not been received by verathon. Verathon will continue to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image intermittently disappeared when manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.